Event description:
It was reported that the patient had an infection when the system was first implanted. The infection was treated and the patient did not need to have the system explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) , explanted: (B)(6) 2013, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.